Event description:
The hcp reported that the patient experienced profound sensory deficit; but no motor weakness. In june 2007, magnetic resonance imaging (MRI) was done. It was determined that the patient had a granuloma (8x9 mm). The pump had been programmed to deliver dilaudid (50 mg/ml) at a rate of 4.8 mg/day. The pump was stopped and saline was injected into the reservoir. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.